Event description:
Covidien service center in (B)(4) received a report from a customer that during test, the display of a n-560 unit indicated (saturation) values that do not change anymore, and also heart rate levels of the display does not move. Removing the sensor does not cause unit to produce an alarm. No pt was involved.

Manufacturer narrative:
Covidien eval confirmed and determined that the display locked up. Problem was isolated to the main pcb which was damaged.